Event description:
The user reported about a sudden loss of sound perception with the device while the user was speaking on the phone. No further information has been made available.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user reported about a sudden loss of sound perception with the device while the user was speaking on the phone. A follow-up appointment at the clinic will be scheduled and a re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.